Event description:
It was reported that one day post implant, the ventricular lead exhibited loss of capture. The r-wave sensing thresh- old had decreased from 12.5 mv at implant to 3 mv. The lead was repositioned. The patient would be monitored.

Manufacturer narrative:
Na